Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where after the deployment of the first device the septal leaflet detached from the device (slda). A second device was implanted to stabilize the first device and further reduce the regurgitation. The echo quality was suboptimal and the septal leaflet not very long and retracted, which probably led to the slda. Before deployment the leaflet insertion seemed sufficient. Due to the massive gap (12 mm) the regurgitation could only be reduced from 5+ to 4+.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10 the complaint for single leaflet device attachment was confirmed based on the report provided by the clinical specialist. Available information suggests poor imaging quality and a short septal leaflet likely contributed to the event. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.